Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
During failure analysis, the reported event that the tip was broken off was confirmed through the visual inspection. It is possible rough or improper handling led to the broken tip. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the tip broke off of the suction tube, 2.7mm lh frontal sinus during inspection at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the tip broke off of the suction tube, 2.7mm lh frontal sinus during inspection at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.